Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator off bus. The customer reported that the user was unable to dispense medication from the station. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator off bus. A field service engineer provided steps to resolve the issue. The system functioned as intended after the field service troubleshooted the device.